Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (479-568 mg/dl) with a large level of ketones. Insulin injections were administered to address the bg level. The contact did not know the cause of the high bg; however, thought it may be related to hormones. The customer declined tandem technical support's offer to troubleshoot and was to discuss the event with a healthcare provider.